Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a supply line of a homechoice automated pd set with cassette became unhooked from a solution bag resulting in a leak. This occurred during the initial drain cycle of peritoneal dialysis (pd) therapy. The technical service representative (tsr) advised the patient to start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.